Event description:
The manufacturer received information alleging a trilogy evo ventilator shut down during operation while in use on a patient, generating a ¿ventilator service required¿ alarm. The specific device settings at the time of the event were not reported. There was no patient harm reported. The device has not yet been returned to the manufacturer for evaluation; therefore, no device evaluation findings are available, and no components have been replaced. If any additional information is received, a follow-up report will be filed.